Event description:
User called into emergency support program (esp) line to request support with clotted inner lumen occurred during intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line to request advice about an inner lumen that has been clotted off during intra aortic balloon therapy. User stated that the patient just came from the or and they had not put a pressurized flush bag on the inner lumen. They cannot aspirate and the fo ap is working as expected. The esp personel has reviewed that our IFU says we should cap off the inner lumen and not access it again. No harm or injury reported.